Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level. The customer did not report any previous issues and received assistance from technical support to reset the pump, successfully preventing the malfunction from recurring. The customer was advised to continue using the pump and to contact support if the issue reappears, which they understood.